Event description:
Additional information received indicated the patient also experienced erosion.

Event description:
It was reported the patient had his advance sling removed due to infection. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).